Manufacturer narrative:
The returned samples of this event was requested but hasn't been received till now, no sample for evaluation. The DHR of this lot was reviewed without any similar issue, the retained samples were inspected and they all meet the specification. The event can't be confirmed, the root cause can't detected currrently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.

Event description:
We opened a brand-new bottle of cortisone, different lot # then the first bottle... One time it was difficult to draw/load on a 22-gauge needle, right when it gets down to the bottom on the syringe with cortisone it stops and you can no longer push the syringe empty. I've had multiple people try in the office and they agree something is wrong. After drawing up the cortisone, the syringe will not plunge all the way down to empty. The only time it will fully depress is if you pull the plunger back slightly and then push it forward again. That would require manipulating the plunger while the needle is already in the patient, which is obviously not acceptable from a clinical or safety standpoint.